Event description:
Patient came in for a dressing change on his peripheral inserted central catheter (PICC) line. The line was originally placed on his left arm. Patient complained after last dressing change of the line being very stiff and hard to flush. The patient requested we straighten the line as during the previous dressing change the line was curled to fit within the dressing. When the nurse took the old dressing off, she could see that the line was visibly kinked. A new dressing was placed, but upon flushing the line was visibly leaking under the dressing. Upon further inspection a hole was visible where the line had previously been kinked. The line was discontinued and a new line was placed in the patients right arm. Manufacturer response for catheter, intravascular, therapeutic, long-term greater than 30 days, powerpicc catheter with sherlock 3cg tip positioning system (tps) stylet (per site reporter). Emailed vendor, no response yet.